Manufacturer narrative:
The return of the product was requested. If the product is returned, product investigation will be performed, and this complaint would be updated upon analysis completion. Upon receipt at our post market quality assurance laboratory, the lead was bent or kinked at the spiral allegation was not confirmed. Visual inspection found no evidence to support lead was bent or kinked at the spiral. The difficult to remove allegation was confirmed based on guidewire stuck in lead, unable to remove most likely due to dried body or fluid in the lumen. Normal for open-tip leads. The prolonged surgery ar-impact code was addressed with the same as-analyzed coding as the guidewire stuck issue.

Event description:
It was reported that this left ventricular (lv) lead was attempted due to lead was bent or kinked at the spiral. The physician front loaded lv lead onto wire, advanced over wire. In branch, the physician could not withdraw the wire. The physician to remove lead and wire together and finished the case with a different lv lead. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The return of the product was requested. If the product is returned, product investigation will be performed, and this complaint would be updated upon analysis completion.

Event description:
It was reported that this left ventricular (lv) lead was attempted due to lead was bent or kinked at the spiral. The physician front loaded lv lead onto wire, advanced over wire. In branch, the physician could not withdraw the wire. The physician to remove lead and wire together and finished the case with a different lv lead. The lead was never in service. No adverse patient effects were reported.